Manufacturer narrative:
(B)(4). Per event description, only one (1) screw was successfully removed during the revision procedure on (B)(6) 2015. It is unknown which of the five (5) screws was removed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Changed verbiage to reflect added part. Changed patient code to reflect confirmed physician x-ray review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2015 for implants removal from a patient who had a fibular dislocated fracture last year, five locking screws got stripped. The surgeon could remove only one of the screws with some instruments such as surgical chisels, hollow reamers and so on after having removed a plate (10 holes) using a carbide drill. However, the surgeon completed the surgical operation without removing the four screws due to preventing the secondary fracture of the affected part. The surgery was extended for 20 minutes. No patient harm was reported. This report is 2 of 4 for (B)(4).